Event description:
It was reported that the wake button was extremely difficult to press and requires multiple presses to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to using an alternate pump for insulin therapy.